Manufacturer narrative:
The reported events of inadequate capture and the helix was damaged were not confirmed. A complete lead was returned for analysis with the helix extended. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found the steroid plug was protruding when the lead was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a pacemaker change out procedure, the atrial lead exhibited high capture threshold and was dislodged twice during the repositioning attempt. The lead was explanted and replaced. Upon visual inspection, the helix was found to have a tissue plug adhered to the tip. The patient was stable before, during and after the procedure.